Manufacturer narrative:
Additional data: the reporter indicated the lens had excessive vaulting. The patients vision is still hand motion post operatively and intraocular pressure is 12mmhg. The first checkup after keratoplasty indicated all is good. Corrected data: (B)(6). Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Device history record review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -5.50/+1.5/060 (sphere/cylinder/axis) in the patient's left eye (os), the last week of (B)(6) 2018. The reporter indicated the patient had a fixed dilated pupil post-op, severe corneal edema, which has been persistent until now and an anterior subcapsular cataract. The patient experienced pigment dispersion, glare/halos, blurred vision and pupil/iris atrophy. The lens was explanted. The cataract was removed one month after the surgery and an iol was implanted. The pupil remained dilated and the cornea was edematous and white. The patient has had a corneal transplant. The reporter indicated the intraocular pressure has been stable and normal. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.